Event description:
A user reported that when creating the ap/pa plan with gantry angle for pa field =108e, the 4d integrated treatment console did not recognize the intended rotation direction to the 180-degree beam position.

Manufacturer narrative:
Although there was no reported injury in this case, and labeling advises the user to remain vigilant when moving the machine, the available info suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.